Event description:
Device malfunction: cuff miss. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of an unspecified artery after an unspecified procedure. Reportedly, when the physician pulled the needle plunger out, no suture was present. The device was removed and hemostasis was achieved using second a proglide device. There were no pt effects. Though requested, no add'l info was available.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.